Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a descending thoracic aortic aneurysm suing two gore tag thoracic endoprostheses. After the procedure, the patient presented with paraplegia, and the spinal drainage was performed. On (B)(6) 2010, the patient was discharged with the paraplegia remaining. At the follow-up examinations on (B)(6) 2011 and (B)(6) 2012, the patient still suffered from the paraplegia.

Manufacturer narrative:
A review of the manufacturing records for the devices verified that the lots met all pre-release specifications.